Event description:
The recipient reportedly experienced device extrusion. The recipient's device was explanted.

Manufacturer narrative:
The recipient reportedly had a thick skin flap.

Manufacturer narrative:
The recipient experienced intermittent lock and additional magnets were added to the external equipment to obtain lock. The additional magnets added to the external equipment irritated the recipient's skin flap.

Manufacturer narrative:
On the (B)(6) 2015, the recipient reportedly underwent a cleaning of the affected area following explant surgery and was recommended terramycin topical ointment to apply to the area. The recipient will not be reimplanted at this time. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly doing well. This is the final report.